Manufacturer narrative:
Other text: g1,2 email is: regulatory.responses@icumed.com. One device was returned for evaluation. Visual inspection revealed no obstructions, damaged, broken, or other defects. Functional testing could not replicate the reported issue; no leaks were identified. The root cause could not be determined. No further action was taken. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Manufacturer narrative:
Other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the disposable had multiple kinks and some liquid leaks. It is unknown if there was patient involvement and no adverse patient effects were reported by the customer.